Manufacturer narrative:
The product associated with batch 4e02678 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation,is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. On december 30, 2015 it was noted that previous nc is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Manufacturer narrative:
Corrected data: investigation results were omitted from MDR MFR # 1049092-2015-00255 submitted on january 12, 2016. Investigation results were received on december 30, 2015 and are as follows: the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported a worsening of her skin condition around her stoma and under entire wafer. She stated that her skin is red, raw, and weeps as well as a small amount of bleeding after water is removed. She mentioned that she does have a history of pemphigus of her abdominal skin and under her wafer. She saw a dermatologist on (B)(6) 2015, who diagnosed with recurrent pemphigus and restarted her on dapson. She further mentioned that approx one month ago, she was diagnosed with staph infection to abdominal skin and was treated with a course or oral antibiotics (names unk).

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional info become available a f/u report will be submitted. Reported to the FDA on 05/12/2015. Manufacturing site: 1049092.